Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they went to their healthcare provider (hcp) to have their ins jump started, but the hcp was unable to get the ins charging again. The added that the hcp is looking at replacing the ins, so that the patient can have an MRI for an unrelated issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had to have her ins moved twice and finally the ins was in place in the front belly area. Patient also stated she had her implant in her buttocks but the ins would not stay so they had to reposition the ins twice and now it was in the front of her belly. Patient stated dates were unknown when all this occurred; possibly 2013/2014. No further complications were reported/anticipated.